Event description:
Pogo pin stuck and not making contact. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 6th june 2015. The device was returned with the reported fault ¿pogo pin stuck and not making contact¿. Upon visual inspection of the device the -ve terminal pogo pin was found to have failed. This would confirm the reported fault. Under closer inspection it was determined that the spring of the pogo pin had failed, which had prevented the pin from springing back fully into position. The failed pogo pin spring had resulted in an intermittent connection from the device to the pad-pak. This had caused the voltage fluctuations observed in the log and the failed self-tests due to a low battery. The fault could not be replicated with a new -ve terminal pogo pin fitted. This would confirm a failure of the -ve terminal pogo pin. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be scrapped and replaced with a sam 500p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Pogo pin stuck and not making contact. There was no patient involved in this event.